Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned that a clinical trial patient with a 21mm 3300tfx pericardial aortic valve was admitted to the hospital after an implant duration of five (5) years, 11 months due to atrial fibrillation. This admission prompted aortic valve workup. Tee revealed severe aortic stenosis.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration, which can result in significant regurgitation and/or stenosis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including cad and hld.

Event description:
It was learned that a clinical trial patient with a 21mm 3300tfx pericardial aortic valve with an implant duration of five (5) years, 11 months underwent a valve in valve procedure due to aortic stenosis and severe regurgitation and restricted motion of at least one leaflet. The patient presented with sob/doe, in acute diastolic chf and in afib with rvr. A tavr procedure was performed with a 23mm non-edwards transcatheter valve. The patient was discharged home on pod #1 in stable condition. Per medical records echo showed aortic stenosis and regurgitation versus pvl. Tee confirmed severe ai and restricted motion of at least one leaflet of the aortic valve.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2.

Event description:
It was learned that a clinical trial patient with a 21mm 3300tfx pericardial aortic valve with an implant duration of five (5) years, 11 months underwent a valve in valve procedure due to aortic stenosis and severe regurgitation and restricted motion of at least one leaflet. The patient presented with sob/doe, in acute diastolic chf and in afib with rvr. A tavr procedure was performed with a 23mm non-edwards transcatheter valve. The patient was discharged home on pod #1 in stable condition. Per medical records echo from (B)(6) 2020 showed moderate pvl, (B)(6) 2021 showed moderate pvl, moderate ai, on 2022 moderate as and moderate to severe ai vs pvl. Tee on (B)(6) 2022 showed severe ai, one leaflet with restricted motion.

Manufacturer narrative:
H11: additional manufacturer narrative: leaflet immobility or restricted motion has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Leaflet immobility or restricted motion occurring post-procedurally is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including coronary artery disease (cad), hyperlipidemia (hld). The subject device is not available for evaluation as it remains implanted in the patient. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.